Manufacturer narrative:
The returned module was evaluated. Visual inspection upon receiving revealed no external defect or damage. The module failed functional testing due to broken wires inside the fh bend relief connector and inside the fh connector. The broken wires result in loss of functionality. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported the cable has an intermittent operation; any slight movement of the cable causes a disconnect. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the cable has an intermittent operation; any slight movement of the cable causes a disconnect. No patient impact or consequences were reported.